Manufacturer narrative:
Device evaluation summary: three portex bivona flextend tts pediatric tracheostomy tubes were received in used condition without the original packaging. Immediate visual inspection detected that the cuffs were broken. Inflation tests were completed and the cuffs immediately deflated after being filled with 5.0 cc of air. Additionally, leak tests were performed and cuff leaks were found. The complete manufacturing process of the air way and balloon were audited during thirty two (32) units finding no discrepancies and samples were 100% leak tested. A review of the manufacturing process was conducted and was considered adequate and correct. Furthermore, a review of training was completed and it was confirmed that the personnel had the trainings up to date. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was stated as unknown. Although, the investigation did note the damage most likely occurred after leaving the smiths medical facility.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that two hours following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube a hole in the cuff was reported. It was noted that the mother had over-inflated the cuff to 10.5 mls, causing a pin prick hole. The patient was required to be intermittently bagged to support ventilation during the emergent tracheostomy (trach) tube change out procedure. There were no reported adverse patient effects.

Manufacturer narrative:
Corrected information: the aware date of the file was updated from (B)(4) 2018 to (B)(4) 2018. Additional information: the device was received at smiths medical. The device evaluation is in progress.